Manufacturer narrative:
The insulin pump buttons all responded properly. However, corrosion damage was found on the keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.